Manufacturer narrative:
There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infections; however, no additional information was obtained. In the intake, there was no indication this event was related the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infections. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the facility, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the facility or patient is available for the identified of the possible involved lots. An investigation of the device history records (DHR) could not be performed as no lot number was identified. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported they were on peritoneal dialysis (pd) and got an infection. Additional information was requested, however to date has not been provided.